Event description:
The following has been reported: biomed reported: cassette error. Pins cleaned, did not pass test infusion. No patient harm, issue did not stop active infusion. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for fva pins sticking. The device was powered on and a mock infusion was attempted, device immediately alerted tube misloading error. The device was opened for internal inspection. The lower fva pin was heavily coated in a dried, sticky substance. Additionally, there was a small puddle of liquid on the top of the heatspreader of the som. The fva pins were thoroughly cleaned and reinstalled. No other damage was found. A mock infusion was performed without any issues. The device was then reverted, functional tests were performed, the device passed all tests.